Event description:
The customer reported the lift column does not respond on command. They were also getting a ma overload message. No pt injury was reported.

Manufacturer narrative:
(B) (4). The customer cancelled the service call. This case is closed.